Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation confirm a periprosthetic fracture. Upon further investigation of the CT scans by healthcare professionals the following was observed: there is also a periprosthetic fracture visible and large cysts and cavities which suggesting a loosening of the component going on for a longer period of time. There is a single cannulated screw positioned just proximal to the dislocated tibial implant. From the information given in the inquiry I cannot say why and when the fracture occurred. It is likely that the screw was implanted to fix the periprosthetic fracture and it is also possible, that this fracture occurred during the implantation of the tar, but giving a sound answer would require the information from the surgeon. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be re-assessed. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient suffered a periprosthetic fracture possibly during a total ankle replacement procedure.